Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No additional adverse patient effects were reported.